Manufacturer narrative:
(B)(4). The customer returned one unit of (B)(4) visistat 35r 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the first two staples appeared misaligned. The stapler was returned with 39 staples remaining in the cover block. The sample appeared used as there was biological material present on the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staple was fired. Multiple attempts were made, but no staples fired. It appeared that the misalignment of the first two staples prevented the staples from moving down the track and into the forming tool. The stapler was disassembled, and it was confirmed to have been assembled correctly. The two misaligned staples were removed from the device and the remaining staples were manually realigned. Another attempt was made to fire the device and this time, the staple was able to properly fire. This was repeated two more times with the same result. To simulate insertion into the skin, a simulated skin pad was used. However, the next staple was unable to form properly when fired into the simulated skin pad. An nc has been initiated by the manufacturing site to further investigate this issue. Per DHR the product visistat 35r 6/box lot # 73b2200288 was manufactured on 02/09/2022 a total of (B)(4) pieces. Lot was released on 02/22/2022. DHR investigation did not show issues related to complaint. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the first two staples appeared to be misaligned. Upon functional inspection, the misalignment of the first two staples prevented the remaining staples from firing. The sample was disassembled, and no defects or anomalies were observed. Each stapler goes through 100% inspection for proper staple alignment at the manufacturing site by firing three staples after assembly. Therefore, it is unlikely that the issue was present at the time of assembly. It could not be determined at this time what caused the staples to misalign. An nc has been initiated by the manufacturing site to address this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
The stapler failure to function, they would not fire. There was no reported injury. The device was replaced.

Event description:
The stapler failure to function, they would not fire. There was no reported injury. The device was replaced.

Manufacturer narrative:
Qn#(B)(4). From the pictures provided it was not possible to confirm the failure mode reported as failure to function - other. It is necessary to receive the physical sample to perform a proper investigation, determine root cause and implement corrective actions. The device history review for the product visistat 35r 6/box lot# 73b2200288 investigation did not show issues related to complaint. Teleflex will continue to monitor and trend related events.